Manufacturer narrative:
Co-t2320-s "2.3mm x 20mm locking cortical screw" batch 495045 (1 of 3 screws of this pn/batch), physical batch 485058. Notes on examination with/without magnification include surface wear/scratching/damage at drive feature and head. Heavy anodization wear/scratching is observed on the head and drive feature. This screw was able to engage with a mating hpc-0015 driver and is not broken. Additional mdrs associated with this event: 3025141-2022-00003: screw 2, 3025141-2022-00004: screw 3, 3025141-2022-00005: screw 4, 3025141-2022-00006: screw 5, 3025141-2022-00007: screw 6, 3025141-2022-00008: screw 7, 3025141-2022-00009: screw 8, 3025141-2022-00010: screw 9, 3025141-2022-00011: screw 10, and 3025141-2022-00012: plate.

Event description:
A routine plate removal was performed on the patient. During removal, one screw broke. Removal of the broken screw was performed using a k-wire and widening the screw hole. There was a 30 minute delay in surgery time as a result.

Event description:
A routine plate removal was performed on the patient. During removal, one screw broke. Removal of the broken screw was performed using a k-wire and widening the screw hole. There was a 30 minute delay in surgery time as a result.

Manufacturer narrative:
Co-t2320-s "2.3mm x 20mm locking cortical screw" batch 495045 (1 of 3 screws of this pn/batch), physical batch 485058. Notes on examination with/without magnification include surface wear/scratching/damage at drive feature and head. Heavy anodization wear/scratching is observed on the head and drive feature. This screw was able to engage with a mating hpc-0015 driver and is not broken. Additional mdrs associated with this event: 3025141-2022-00003: screw 2, 3025141-2022-00004: screw 3, 3025141-2022-00005: screw 4, 3025141-2022-00006: screw 5, 3025141-2022-00007: screw 6, 3025141-2022-00008: screw 7, 3025141-2022-00009: screw 8, 3025141-2022-00010: screw 9, 3025141-2022-00011: screw 10, and 3025141-2022-00012: plate.